Manufacturer narrative:
Citation: giordano a et al. Comparative one-month safety and effectiveness of five leading new-generation devices for transcatheter aortic valve implantation. Sci rep. 2019 nov 19;9(1):17098. Doi: 10.1038/s41598-019-53081-w. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the procedural, peri-procedural, and one-month outcomes in patients who underwent transcatheter aortic valve implantation with new-generation transcatheter valves. All data were collected from the prospective observational rispeva (registro italiano gise sull¿impianto di valvola aortica percutanea) study. The study population included 1,976 patients and was predominantly female with a mean age of 83 years and a mean weight of 70 kg. Of those, 703 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all evolut r patients, 17 deaths were observed. Of those, 4 were due to cardiac causes. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events included: permanent pacemaker implantation, second valve implantation, conversion to sur gical aortic valve replacement, valve migration, coronary occlusion, myocardial infarction, pericardial tamponade, aortic dissection, valve thrombosis, pericardial effusion, stroke, transient ischemic attack, major vascular complication, major bleeding, mild-moder ate aortic regurgitation, and mild-moderate-severe mitral regurgitation. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.